Event description:
Ligature clipper would not operate. As result, had to open additional stapler. This required removing clippper from field, creating another small incision, removing failed clips and reapplying.